Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device cannot turn on power. There were no reports of patient harm.

Event description:
It was reported the subject device cannot turn on power. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h3, h6 and h11. Correction on fields: b5 and h6 (health effect - impact code). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.